Event description:
A 2.5 mm diameter x 12 mm length endeavor sprint drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a 95% stenosed lesion in the rca. Vessel morphology of the rca was reported as severely tortuous and mildly calcified with difficult access. The physician first deployed two stents in the rca with successful results. However, when inserting the third stent many attempts were made to insert through the two previously deployed stents, but were unsuccessful and the stent dislodged from the delivery system. The dislodged stent was unable to be located. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: embolism-device; device not returned for evaluation; severely tortuous vessel and severely stenosed lesion.